Manufacturer narrative:
E1: additional initial reporter phone no.: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection issue between the titanium adapter and the minicap transfer set. This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set and the titanium adapter were both replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.